Event description:
It was reported that this right atrial (ra) lead was repositioned during the initial implant procedure due to high out-of-range impedance measurements and noise. During the repositioning, helix extension issues were also encountered. Subsequently, the procedure was completed with a different ra lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended, and dried blood/body fluid was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed the inner conductor coil had a break, and helix mechanism testing could not be performed due to this fractured inner coil. Based upon the clinical observations and the laboratory findings, we believe torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations of high out-of-range impedance measurements, noise, and helix extension issues.